Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - surgeon was unable to engage screws through posterior augments into revision femur component. This is due to having to stack 2 augments for a 10mm augment and having a screwdriver capable of allowing the surgeon to place the screw at a proper angle. This continues to be a problem every revision knee surgery creating an unfavorable impression for residents and fellows training on our products. Another screwdriver option needs to be made available or a single piece 10mm posterior femoral augment. 20 minute delay in surgery.

Manufacturer narrative:
See d3, g1, h6, and h11. The agent reported "surgeon was unable to engage screws through posterior augments into revision femur component. This is due to having to stack 2 augments for a 10mm augment and having a screwdriver capable of allowing the surgeon to place the screw at a proper angle. This continues to be a problem every revision knee surgery creating an unfavorable impression for residents and fellows training on our products. Another screwdriver option needs to be made available or a single piece 10mm posterior femoral augment". This event occurred during surgery, near the patient. Significant adverse event was reported by the surgeon. There was a 20 minute delay in surgery, and the surgery was not completed as intended. The devices were inspected prior to use and found to be acceptable. The agent was present when this event occurred and was unable to provide another suitable device. The reported devices were not returned to surgical for evaluation. The product feedback form indicates the devices were lost/discarded. If at a later time the device is returned an amendment will be opened. The revision level or lot number were not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. A review of the device history records (DHR) show for 245-05-145, empowr knee, revision posterior fem augment size 4/5, 5mm, used in the surgery, when released for use, met design and manufacturing requirements. There was ncmr-64375 associated with the 245-05-145, empowr knee, revision posterior fem augment size 4/5, 5mm, which document that out of 40 parts lot, 40 parts were rejected due to the bills of materials for augment part numbers did not include color-coded labels. Later, the rejected part(s) were reworked and accepted after proper justification. All items in the lot met fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the surgery. Complaint database review showed no previous complaints that allege this same issue. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. This issue only occurs when assembling posterior lateral augments on the smaller size revision femurs. Looking through the dels surveys for revision knee there were 2 surveys mentioning that the posterior augments were difficult to install when being stacked. Both surgeons gave it a rating of 3 which is neutral. At this time, the issue will continue to be monitored.